Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll japan for evaluation. The customer's report was not replicated or confirmed. The device was subjected to full testing without duplicating the report. The device was recertified and returned to the customer with no fault found. No trend is associated with reports of this type.